Manufacturer narrative:
The product was not returned for eval. A device history record re-review was not possible as the lot number was not provided in the report. A follow-up report will be filed if more info becomes available.